Event description:
It was reported that during a reconstructive surgery, a drill bit broke. The broken portion of the drill bit was retreived. There was no injury to the pt or delay in surgery.

Manufacturer narrative:
Device was received and evaluated. Customer complaint of tip broke was verified. A hardness check of the bur material was performed and found to be in specification. A visual examination of the damaged area was conducted and no definitive conclusion could be drawn for this discrepancy. A review of complaint history found one other complaint for this product dating 04/1996 which was unable to be confirmed as the product was not returned.